Event description:
Silicone gel-filled implants were removed due to possible silicone leak. Patient had complained of pain and discomfort. Upon gross exam, no silicone leak was evident. The saline compartment(double lumen implants) was ruptured on both implants. Manufacturer unknown.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.